Event description:
It was reported by service report that the in fastener shut off was not working and needed to be replaced. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
In-fastener shut-off. Customer was unable to locate the cot at the time that the service tech visited the account.